Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. A CAPA was opened to address this issue.

Event description:
Received device report from synthes (B)(4). Facility in (B)(6) reported that the button on the battery handpiece is jamming.